Manufacturer narrative:
Based on clinical assessment, it was confirmed a type ii endoleak was found.

Event description:
Secondary interventions have not yet been performed, but tevar or aortic replacement is now under consideration. Additional information was received that a secondary intervention has yet to be performed against the dissection.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted on (B)(6) 2015 with a bifurcated stent. Upon routine follow up the physician identified a type b aortic dissection. A secondary procedure for the patient is planned but has not yet been scheduled. The patient is in stable condition.